Event description:
The customer reported that while on support the patient became very restless and agitated, sitting up and had to be restrained with an embolizer board and medication. After this went on several alarms occurred. Unable to calibrate f.o. Auto fill failure. They tried to work through the problems but unable to resume support. They were getting ready to use a syringe and stopcock to move the balloon since 30 mins was getting close as far as balloon immobility. The doctor decided to discontinue support and pull balloon at this time. Balloon being saved to send back for evaluation.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Internal complaint number (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. Three kinks were found on the catheter tubing approximately 27.4cm, 75.2cm and 76.5cm from the iab tip. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. Aa device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).